Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 13jul2019 through 24jul2019. The log file showed intermittent driveline fault events due to phase 1 measuring lower than phase 2 and 3. No other alarms were active and the pump operated above the low speed limit for the duration of the log file. It was reported that the patient experienced yellow wrench alarms associated with driveline faults. The patient was switched to a backup controller and disconnected from power 25 times and driveline faults returned. The patient is not a candidate for a pump exchange and it was not likely a driveline repair would be performed. It was reported the patient was sent home with an ungrounded patient cable. The patient remained ongoing on the heartmate ii lvas until they expired due to a stroke on (B)(6) 2019 (MFR# 2916596-2019-04896). The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The heartmate ii lvas IFU is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further additional information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 7 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient experienced yellow wrench alarms associated with driveline faults. The patient was switched to a backup controller and disconnected from power 25 times. The patient is not a candidate for a pump exchange and it is not suggested to do a driveline repair. Log file analysis revealed alarms and that both controllers are indicating an issue with a wire in the phase 1 of the driveline. X-rays were thought to help identify an area of concern. The patient was requested an ungrounded cable as a precaution. The faulty controller was pcx 14300, which was switched to back up pcx 14312. This controller also had driveline fault logs in history, so patient was sent home on ungrounded cable.